Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) patient reported having a syncopal episode one night. A review of the device's arrhythmia logbook showed no stored episodes. Of note, the patient has had intermittent complete heart block (chb) in the past, and the device was programmed to aai mode. A field representative questioned whether the chb may have returned, causing the syncope. A review of magnified histograms noted that the patient's heart rate had dropped into the 30 beat per minute (bpm) range.

Manufacturer narrative:
The device was reprogrammed to dddr at 60/120. No additional information is available at this time. According to the available information, this crt-d remains implanted and in service. This event will be updated if any additional information becomes available. Additional information was received that the device was explanted over four years later for normal battery depletion and returned for analysis testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.